Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error where the patient failed to follow therapy steps and connected to the homechoice before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient connected to the setup prior to properly priming the device. The technical services representative (tsr) assisted the patient with ending therapy and advised the patient to start therapy over with new supplies. There was patient involvement but no injury or medical intervention was reported. No additional information is available.